Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2016. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated the cause of the hospitalization was from diabetic ketoacidosis. The customer also noted a leak at their infusion set before being hospitalized. Customer also reported feeling ill. The customer was wearing the insulin pump at the time of the hospitalization. Customer's current blood glucose was 189 mg/dl. Customer declined to complete troubleshooting. The customer also requested assistance programming the insulin pump. The customer declined to return the insulin pump for analysis.